Manufacturer narrative:
Patient weight not available from the site. The suspect clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring was removed from the adjustment screw. This results in the clamp being able to tighten but not open. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. This device is included in medical device field correction notification, "difficulty in opening and removing spinous process clamps" ( (B)(6) 2017). The revised instructions for use (IFU) were provided with the notification.

Event description:
A medtronic representative reported that, while in a spinal fusion, the washer on the spine clamp came off when removing the clamp from the spinous process. The washer was reported to have fallen off the back of the table and not into the patient. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.